Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was not returned for evaluation. Only the cannula was returned. Signs of clinical use and evidence of blood was observed at the tip of the cannula, and on the c-ring. There were no visible defects detected. The reported malfunction was attributed to the hp2 harvester however, and since it was not returned, we cannot confirm the reported failure "failure to deliver energy".